Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrections made to component and conclusion code grids.

Manufacturer narrative:
Correction made to serial number only.